Event description:
The user facility reported a 78-year-old white male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The user facility's automated impella controller (aic) unexpectedly shutdown during impella support. The console rebooted and patient support continued without further issue. There was no harm to the patient this was day four of support and support continued for 4 more days after.

Manufacturer narrative:
The investigation into the aic shutdown/restart issue has been completed. The user facility did not return the impella console for evaluation. The clinical report was used to conclude the cause of the aic issue was a third party hardware/software issue.